Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to connector resistance issue on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis.